Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system secondary medication set over infused. The reporter stated "the roller clamp does take much effort to ensure that the medication will not run all the way through". The event occurs during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.